Event description:
A facility reported an icp sensor catheter kit (ID 826633) was implanted and four hours after the procedure, the patient was sent back to ward, when the physician tried to reconnect the microsensor, the icp monitor showed fluctuating readings from -5mmhg to 145mmhg. Therefore, the physician retrieved the microsensor and stop monitoring.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d8, d9, e1, g2, g3, g6, h2, h3, h4, h6, h11. The icp sensor catheter kit (ID 826633) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.